Event description:
It was reported that a programmer has stopped suddenly during an implant process. The screen was black and permanently rebooted. Preliminary analysis confirmed the reported issue and revealed that it is attributable to insufficient quality of contact between the plug of the central process unit board and the one of the power supply and/or instability on the pre-power supply board.

Manufacturer narrative:
Submission of the follow-up 1 re-sent as per FDA's request received on 14 april 2021 (the follow-up 1 report submitted on 4 december 2017 had an incorrect MFR number referenced in the submission).

Event description:
It was reported that a programmer has stopped suddenly during an implant process. The screen was black and permanently rebooted. Preliminary analysis confirmed the reported issue and revealed that it is attributable to insufficient quality of contact between the plug of the central process unit board and the one of the power supply and/or instability on the pre-power supply board.